Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Physician further reported baker grade iii and "any creases" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: creases folding of implant: creases were observed on the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell. Observed wear abrasion on the device. The reason for reoperation is: "cap con" baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Physician further reported baker grade iii and "any creases" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Health effect impact code: (B)(4). Continued implant date (B)(6) 2021. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "cap con" baker grade unknown.